Event description:
It was reported by the orthopedic nurse manager that the doctor felt the unit slipped while draping the adult pt for surgery on (B)(6), 2010. However, the nurses in the operating room (or) stated that unit did not slip. There was no known pt injury. Pt outcome was reported as good. The operating room staff tested the unit after surgery was completed but the problem could not be reproduced.

Manufacturer narrative:
Based on the reported info and eval of the returned product, the findings were as follows: the reported condition could not be confirmed. The returned unit passed all functional testing as rec'd. The root cause was not related to the manufacture or the design of the device.